Manufacturer narrative:
The ge rep conducted an onsite investigation. The pc guard card was replaced and the software was reloaded to the hard drive. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system was experiencing a ccd camera or video cable failure. No pt injury was reported.